Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that breakage and leakage occurred with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter. "The puncture point of the patient was 6 cm from the wrist joint to the upper arm near the radial side. The infusion was smooth and no obvious abnormalities were observed. The puncture was a one-time puncture success. On (B)(6) 2019, at 9:00 a.m., when the infusion was treated again, leakage occurred, the nurse immediately tore the application, found the catheter broken, immediately reported to the headnurse, then using color doppler ultrasound found the catheter broken, and transferred to hospital for further treatment. Lot may 8262069/0207;8262066/0112; 8358953/0132."

Manufacturer narrative:
The corrections are as follows: event attributed to: required intervention. Relevant tests/laboratory data: color doppler ultrasound found the broken catheter, hospital transfer. Initial reporter facility name: (B)(6). Type of reportable events: serious injury.

Event description:
It was reported that breakage and leakage occurred with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "the puncture point of the patient was 6 cm from the wrist joint to the upper arm near the radial side. The infusion was smooth and no obvious abnormalities were observed. The puncture was a one-time puncture success. On (B)(6) 2019, at 9:00 a.m., when the infusion was treated again, leakage occurred, the nurse immediately tore the application, found the catheter broken, immediately reported to the headnurse, then using color doppler ultrasound found the catheter broken, and transferred to hospital for further treatment. Lot may 8262069/0207;8262066/0112; 8358953/0132."

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8262069. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the retention samples associated with this lot number were subjected to pull force testing; results from this test found the catheter tubing to be within the limits mandated by product specifications. However based on the description of the event and the returned photo, our engineers were able to determine that the most likely root cause for this event was the removal of the device exceeded the force limits associated with typical device usage.

Event description:
It was reported that breakage and leakage occurred with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "the puncture point of the patient was 6 cm from the wrist joint to the upper arm near the radial side. The infusion was smooth and no obvious abnormalities were observed. The puncture was a one-time puncture success. On (B)(6) 2019, at 9:00 a.m., when the infusion was treated again, leakage occurred, the nurse immediately tore the application, found the catheter broken, immediately reported to the headnurse, then using color doppler ultrasound found the catheter broken, and transferred to hospital for further treatment. Lot may 8262069/0207;8262066/0112; 8358953/0132."